Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2017-03300.

Manufacturer narrative:
(B)(6). Patient had been symptomatic for 2 years prior to revision (unknown date). Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an elbow arthroplasty revision due to humeral component loosening approximately 6 years post-implantation. The patient was revised into a distal srs construct. Attempts have been made and additional information on the reported event is unavailable at this time.